Manufacturer narrative:
The device is planned to be returned to olympus medical systems (B)(6) private limited (omsi) but has not been returned yet. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the otv error e116 occurred and the user was unable to use the device. Error code e116 means a malfunction of the camera control unit.there was no report of patient injury associated with the event.